Manufacturer narrative:
On (B)(6) 2023, misonix® llc., a bioventus® co., received a product occurrence report for an event that occurred on that date while using the nexus® standard handpiece (p/n: 100-21-0001, serial number (B)(4)) with a nexus® bonescalpel® mis micro hook shaver and sheath + irrigation tubing set (p/n: 110-31-2210, lot number 223273). A full thickness burn to the patient's skin was reported whereby medical intervention was required to treat the patient's burn. The device history record review of the implicated serial and lot numbers indicate that these were manufactured in accordance with all manufacturing and quality specifications, and no deviations were noted. Additionally, while the returned units showed signs of use, no remarkable observations of a malfunction that would cause or contribute to a burn to the patient's skin was noted. As such, a definitive root cause could not be determined. A review of the post-market surveillance information did not show any significant adverse trends for patient burns. The instructions for use manual (100-10-1000, revision f) contains warnings and cautions regarding the device required to prevent thermal injury to the user or patient. The instructions for use manual (100-10-1000, revision f) for the nexus® ultrasonic surgical aspiration system contains the following warnings and cautions regarding the surgical technique and device settings required to prevent thermal injury: potential burn hazard warning nexus® probes have a silicone or hard plastic sheath. Compressing or bending the sheath may cause the sheath to contact the vibrating surface along the length of the probe or at the probe tip and may cause excessive heating, which may burn user or patient tissue at the surgical site. Warning excessive loading of nexus® probes at the surgical site may induce heating due to vibration and friction as target tissue is fragmented and emulsified. It is critical to manage the temperature of the probe by adjusting the irrigation, aspiration, and ultrasound settings, and surgical technique. Tissue necrosis may result if probe tip is not moved relative to tissue. A continuous, lateral sweeping motion is recommended in order to minimize contact duration with the ultrasonic probe tip and minimize heat build-up. When lateral motion is not possible withdraw and re-insert probe tip frequently. Warning contact to vibrating elements like an extension and ultrasonic probe tip may cause burns and should be avoided by all means. The handpiece should only be held at the black handpiece housing area and/or the black hard sheath. Warning a protective silicone sleeve, included with certain probe tips, reduces the risk of thermal damage but does not eliminate it. Contact with the silicone sleeve should be avoided or kept brief with minimal amount of contact pressure. Pressure and extended exposure can still result in excessive frictional heat and cause burns. Warning contact of the rigid or silicone sheaths with patient tissue under pressure, may create a burn hazard. Avoid contact of sheath elements with patient tissue under pressure. Warning probe tip temperatures may exceed the tissue necrosis point if insufficient irrigant is present at the probe tip-tissue interface. For hard tissue removal, always use the maximum irrigation flowrate that does not affect the surgical field of view, or impact surgical technique. Additional external irrigation, e.g., by administering sterile saline with a syringe over the distal probe tip portion, may be necessary for removal of very dense, hard osseous structures. Warning hard tissue applications, a minimum irrigation setting of 20 is recommended to minimize or prevent thermal injury and/or tissue necrosis. Caution insufficient irrigation and high tip pressure (loading) under extended exposure, e.g., in tight cavities, are to be avoided while removing hard tissue. It is recommended to withdraw and re-insert the ultrasonic tips (e.g., blades & shavers) repeatedly to re-establish adequate cooling and lubrication. Caution additional external irrigation, e.g., by administering sterile saline with a syringe over the distal tip portion, may be necessary when removing very dense, hard osseous structures.

Event description:
On (B)(6) 2023, misonix® llc., a bioventus® co., received a product occurrence report for an event that occurred on that date while using the nexus® standard handpiece (p/n: 100-21-0001, serial number (B)(4)) with a nexus® bonescalpel® mis micro hook shaver and sheath + irrigation tubing set (p/n: 110-31-2210, lot number 223273). A full thickness burn to the patient's skin was reported whereby medical intervention was required to treat the patient's burn.